Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s leads revealed high impedances since the leads were broken and several contacts were cracked. It was also reported that the patient had several non-device related falls. The patient underwent a revision wherein the leads were replaced. The physician suspected malfunction on the leads due to the bad fall. The patient was reportedly doing well postoperatively.